Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Event description:
Approximately seven months and two weeks post hvad implantation, it was reported that the patient experienced power switching from one port to the other. All the batteries were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.